Event description:
It was reported that ventilator's printed circuit boards were contaminated. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
During investigation on-site performed by our field service engineer, presence of liquid spill and corrosion on three pc boards were found. The pc boards were replaced and after successful tests the ventilator system was sent back in service. A visual inspection confirms the reported corrosion/liquid spill problem. The pc boards were not further investigated since ingress of liquid/corrosive substance on pc boards can cause failure/short circuits which might lead to a ventilator system malfunction. There is no information on how the liquid spill entered the ventilator system or what kind of liquid spill it was.

Event description:
Manufacturer's ref #: (B)(4).